Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform s/n (B)(4) failed functional testing and displayed "system error, out of service, revert to manual CPR" upon powering up. The system error was cleared using apvision3 software during device evaluation performed at zoll. During further testing, the system error did not occur again. Nevertheless, the processor board pca assembly and the cables connecting the processor board to the motor controller and the power distribution boards were replaced as a preventive precautionary measure. During visual inspection of the autopulse platform, the front enclosure was found to be cracked, and one of the head restraint wires was observed to be cut/broken off. The cut head restraint does not render the autopulse platform non-functional. The observed physical damages were unrelated to the noted system error and appeared to be the characteristics of harsh impact due to user mishandling. The top cover and front enclosure were replaced to address the observed issues. The archive data review showed the occurrence of system error, user advisory (ua) 139 (unable to hold compression position) error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform s/n (B)(4) failed functional testing and displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.